Event description:
Left subcutaneous groshong port was not working for 2-3 weeks. Patient wishes to have it removed. The port was removed but the catheter could not be located. Upon xray, the catheter was seen in the chest area-probably the right atrium. The fragment was then located in the heart, straddling the tricuspid valve. 8 cm fragment was successfully removed 2/3/1999.